Event description:
It was reported that infection and erosion had occurred. It was further reported that the patient had pain, tenderness and the implantable cardiac monitor had migrated. The site was debrided and the device was removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that infection and erosion had occurred. It was further reported that the patient had pain, tenderness and the implantable cardiac monitor had migrated. The site was debrided and the device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the implantable cardiac monitor was returned, analyzed and no anomalies were found.